Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard. Device failure: labeling concerns.

Manufacturer narrative:
Investigation results: the complaint of missing label content was confirmed from the two photographs that were provided for investigation and the cause appeared to be packaging related. The content was not printed on five unit labels that were shown in the photo. The material number, lot number, and expiration date were not visible on the unit label. It appeared that the unit packages were sealed. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard unlabeled pouch. The following information was provided by the initial reporter, translated from spanish to english: this is to report that in a box x 50 units of security branula n.20 1-1/4 were found 15 units of this without demarcation, I request your cooperation in this case to make the withdrawal of the box and make the credit note or change hand to hand. I attach photographic evidence.

Manufacturer narrative:
Facility name exceeds character limit: (B)(6).